Event description:
On (B)(6) 2024, dr. (B)(6), performed a c3-6 acdf using proti acis and a coda plate. It was reported to pioneer on (B)(6) 2024 that the patient was scheduled for a revision surgery to happen on (B)(6) 2024 to extend the construct down to c7. Preoperative x-rays for the extension surgery showed that the coda screws in the c6 body appeared to be broken and were backing out of the plate. A revision surgery then occurred. Patient outcome is unknown following revision surgery.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank.